Event description:
The pt was admitted to the hospital experiencing ami of the inferior wall involving the right coronary artery. A coronary angiogram revealed a mid-distal rca lesion. It is unk if the target lesion was predilated or not. A 3.5x33mm cypher was placed in the distal rca and a 3.5x23mm cypher was placed proximally in the mid rca with overlap. Four days later, coronary angiography was performed and showed thrombosis in both of the implanted cypher stents. A percutaneous transluminal angioplasty was then attempted, but proved unsuccessful because the guidewire(s) were unable to cross the blockage within the stents. The physician has requested a surgical consultation. MFR. Report#'s: 3003742446-2006-00288.